Manufacturer narrative:
Evaluation results: a work order search was performed for similar complaints within the search, and there were no similar complaints found.

Event description:
It was reported that the facility had a aqcartridge-fp and noticed, there was some pooled fluid inside the foil package. There was no patient or personnel contact or injury.